Event description:
(B)(4). Terrible pelvic pinching, strong cramps, heavy bleeding, passing extremely large clots, headaches, leg cramps, pain shooting down leg, hot flashes, night sweats, back pain, achy joints, extreme anxiety, depression, metal taste in mouth.